Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power cable disconnect alarms were confirmed via analysis of the submitted log files. The system controller event log file captured intermittent atypical power cable disconnect alarms on 23jan2026 and 26jan2026. The alarms activated due to the relative state of charge voltage on the white power cable fluctuating below the alarm voltage thresholds. A driveline disconnect alarm was captured on 26jan2026 which appeared consistent with the reported controller exchange. These alarms did not impact the controller¿s ability to support the system as intended while the driveline was connected, and no other notable alarms or events were captured in the log files. The heartmate 3 system controller (serial number (B)(6) ) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. A root cause for the reported event could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and driveline disconnect alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their battery clips, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The alarms appeared to be related to a battery or battery clip connection issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturers investigation is completed.

Event description:
It was reported that the nurse changed the system controller due to low voltage alarm. The site sent log files for review, as they did not see any indication per the system controller of any system controller fault. Log files revealed that prior to the system controller swap, the file captured odd strings of power cable disconnect events.